Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic radical surgery for gastric cancer, while detaching the stomach, during firing, half of the stapling failed. The device was clamped and tried to be fired again but the device did not respond. Another reload was used but the same issue occurred. Another device from another manufacturer was used to complete the case. There was no patient injury.